Event description:
The information provided to sjm indicated a patient underwent aortic valve replacement on (B)(6) 2013, with a 23mm sjm trifecta valve (model: tf-23a, serial: (B)(4)). Following the procedure the patient was transferred and remained in the ICU with a deterioration of renal function, but not requiring dialysis. Several days later an echo was performed after an episode of pulmonary edema that revealed moderate to severe aortic regurgitation, moderate mitral regurgitation and acute thrombosis of the left atrial appendage. A re-do operation was performed on (B)(6) 2013 to repair the mitral valve, remove the clots and explant the aortic bioprosthesis. During the procedure the physician noted he was unable to find any para-prosthetic issue or gaps to justify the aortic regurgitation and believed the issue to be caused by an eccentric commissural intra-prosthetic leak. The valve was replaced with another bioprosthesis and the patient is doing well.